Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the witness was required when attempting to log in after the 1.11 upgrade. A technical support specialist remoted into the station, reviewed logs, and identified a biometric identifier failure requiring a witness login. Rebooted the station, resolving the biometric identifier issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a witness was required during login following the 1.11 software upgrade. There were no delay or adverse events or injuries reported based on this event.